Event description:
It was reported that right ventricular (rv) lead had high impedance, high threshold, unable to pace, undersensing, and noise. The rv lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. The analyst commented that there were no anomalies observed regarding the returned lead proximal segment. All electrical testing was within specified parameters. The full lead was not returned.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the right ventricular (rv) lead integrity alert occurred. On (B)(6) 2014 rv lead impedance warning for sensing integrity counter (sic) greater than thirty in three days and two or more high rate non-sustained tachycardia events occurred. Analysis of the device memory indicated the impedance on the rv pacing lead was beyond the expected upper range. On (B)(6) 2014, rv coil lead impedance measured 4047 ohms. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic. Beginning (B)(6) 2014, sic was up to 707, and high-rate non-sustained episodes with evidence of lead noise/oversensing observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).